Event description:
It was reported that patient's device was explanted on (B)(6) 2018 due to poor retention. The patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on february 07, 2019.